Event description:
Reported by the complainant as follows.... At 180 medical reports, pt received supplies but reports he is having problems with bleeding. Pt describes gentlecath eyelets as causing irritation bleeding. Gentlecath 501016 unit of 60. Additional info provided by (B)(6)on (B)(6) 2013: (B)(6) 2013: outbound call for follow up. Wife, (B)(6) asked that we contact back after 5 pm est to speak with him. Additional info provided by (B)(6), nurse coordinator-supervisor cic on (B)(6) 2013: (B)(6) 2013: 11:40 outbound. Wife provided cell number. Outbound again and EU unable to speak. At 1745 est: made contact with enduser. He reports he tried the 501016 gentlecath coude tip 18fr 16 inch length (read info from box) lot 452918. Used a couple and noted upon insertion and removal, they were irritating. He noted a trickle of blood within the tip at the coude gentle cath upon removal. No bleeding from penis noted and no intervention. States the entlecth did work effectively to drain bladder but prefers comfort of his old latex coude catheters. He reports he usually uses a latex intermittent cath with a gentle sloping coude curved tip without irritation or bleeding. Reports the gentlecath has a more abrupt curve to it and felt that is why it was not comfortable. Reports not noting anything with the eyelet itself, they were smooth. Allergy: bactrim. No medications. History or urinary retention related to enlarge prostate to have turp in (B)(6) 2013. No further info provided. The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred.

Manufacturer narrative:
The samples are not available for investigation and therefore the investigation was conducted based on the history records and valid documentation. We have decided to check all tiemann gentle catheters lots which have been produced so far. Associated lot numbers for ref code 501011 are 452906, 452907, 452908, 459681; for ref code 501012 are 452909, 452910, 452911, 459690; for ref code 501013 are 452912, 452913, 452914, 459682; for ref code 501014 are 452921, 452922, 452923, 459683; for ref code 501015 are 452915, 452916, 452917, 459691; for ref code 501016 are 452918, 452919, 452920, 453129. The investigation of history batch records was performed and no nonconformity was recorded during the mg process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. Reported to the FDA on (B)(4) 2013. FDA registration number reporting site: (B)(4).